Manufacturer narrative:
The exact cause of the occlusion is unknown. No additional information is currently available. No sample was returned for evaluation. The IFU for the cormatrix ecm for carotid repair lists recurrent stenosis and vessel occlusion as potential complications.

Event description:
On (B)(4) 2014, cormatrix cardiovascular received details of an event involving the use of cormatrix ecm for carotid repair. Details of the event are provided below. It was reported that the cormatrix ecm for carotid repair was used to carotid endarterectomy angioplasty. The patient experienced occlusion soon after surgery.